Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands and did not wear a mask. The day prior to the event onset, the patient manifested cloudy effluent. The following day the peritonitis was diagnosed. The patient was not hospitalized for the event. The patient was treated with cefamezin (dose, route, frequency, and duration not reported) and ceftazidime (dose, route, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient had recovered. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.